Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update event and other relevant history. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported via patient registry that a 19mm aortic valve was explanted and replaced with a 11500a 19mm after an implant duration of 1 year, 7 months due to severe stenosis and mild to moderate central regurgitation. Per obtained medical records, the aortic valve was friable and required repair after damage occurred from hypertension. A 11500a 19mm valve was successfully implanted. The patient had a history of granulicatella bacteremia but there was no evidence of vegetation on her valves and or cultures have not had any growth. The patient was discharged home on post-operative day 20.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration, and/or endocarditis. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, device return status, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 19mm pericardial aortic valve was explanted and replaced with a new 19mm pericardial aortic valve after an implant duration of 1 year, 7 months due to unknown reasons. No additional details were provided.